Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis as well as hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The event was reported by a french prestataire (fp), who stated that the patient experienced hyperglycemia with ketones associated with two pods worn on the abdomen for between 5 and 24 hours. According to the fp, the patient developed severe hyperglycemia with nausea and vomiting, which led to hospitalization on (B)(6) 2026. During the hospital stay, the patient was treated with intravenous autopulsated insulin from (B)(6) 2026. On (B)(6) 2026, medical staff applied a new pod; however, this second pod also resulted in hyperglycemia and was removed the same day. The patient was transitioned to insulin pen therapy for the following three days. The patient was discharged on (B)(6) 2026 with the diagnosis of hyperglycemia with ketoacidosis. This report covers the first pod. (Insulet reference numbers: (B)(4)).